Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
Upon removing an 18f ultimum ev introducer from the patient, the distal tip of the sheath broke off inside the patient's external iliac artery. The tip was left inside the artery and a stent was inserted. The patient was stable following the event.